Event description:
It was reported that a user sought to return the ilet pump due to experiencing frequent low blood glucose values and stated their healthcare provider advised discontinuation of pump therapy and a return to multiple daily injections. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education by support, with no alerts or alarms reported. Investigation of this case revealed an unclear cause for hypoglycemia, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.